Event description:
Cochlear lead would not thread into cochlear curvature; too sharp; possible product defect; possible patient anatomy. Product had patient contact, but no patient harm. Manufacturer response for cochlear implant, (brand not provided) (per site reporter). Vendor will pick up the product for further evaluation.